Event description:
It was reported that lv lead dislodgement was observed. During the lead revision it was noted that the dislodgment was causing a rise in thresholds. The lead was capped and replaced.